Manufacturer narrative:
The stent delivery system with the stent was visually, tactilely and microscopically examined along the entire length. The examination revealed distal stent damage. The balloon was tightly folded and the stent had moved 2 millimeters distally. A microscopic inspection of the remainder of the device presented no other damage of irregularities. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on analysis completed on 08/26/2009. It was reported that during a coronary stenting treatment procedure, crossing difficulty occurred. The 90% stenosed lesion being treated was located in the moderately tortuous and calcified mid-right coronary artery (rca). The physician attempted to place a 3.50x24mm liberte bare metal stent (bms), but was unable to cross the target lesion. The procedure was completed with another of the same device. No pt complications were reported. Pt condition is reported as "good". However, the returned product analysis of the 3.50x24mm liberte bare stent revealed that the stent moved on the balloon.